Manufacturer narrative:
Clarification d4: patient reported left device serial number: (B)(6); right device serial number: (B)(6). Once clarification to the affected side is provided, device information will be populated and a device history record will be requested. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, affected side unknown. The device remains implanted.